Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached at the site connector while the patient was inserting the set. The site location was patient's buttocks and the pump was on the left side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector due to missing glue. Furthermore, a drop of glue on tubing connector was found. No further information available.